Manufacturer narrative:
During follow up with the customer, bg levels were still in the 300s mg/dl. Customer elevated bgs were treated by correction bolus. Customer mentioned that they might be coming down with a cold. Recommendation was made for the customer consult with their healthcare provider to discuss what may be affecting bgs, such as sickness.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing blood glucose (bg) levels all day in the 300s mg/dl, and was at 406mg/dl at the time of the call. Elevated bgs were treated by administering a correction bolus via the pump. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bgs with the customer. Recommendation was made that the customer use cold insulin in order to decrease chance of developing air bubbles, as the customer had been filling the cartridge with cold insulin. Recommendation was also made that the customer consult with their healthcare provider to discuss what may be affecting bgs.